Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024 . On (B)(6) 2024 , it was reported that the patient experienced inaccurate cgm values. The day of the event, around 11:00am, the cgm reading was 16.7mmol. The patient experienced feeling dizzy and sweaty, and decided self-treat with drinking lemon and lime to elevate the symptoms and decided to lay down in the bus. The patient then could not recall anything anymore as he lost consciousness. The patient was found in the bus by a colleague who called the emergencies. When the paramedics arrived, around noon, a fingersticks was taken but the patient could no longer recall the value, but the patient would have experienced a hypoglycemic event. The patient arrived at the hospital around 01:00pm and another fingerstick was taken from which the patient could not remember the value. The patient was discharged from the hospital at 08:00pm on the same day. The patient could not recall what medication was given to him. At the time of the report the patient was stable. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.